Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is fully intact; no peeling or damage was observed. The contrast key is intermittently responding to user input. The up, down and ok keys are responsive to user presses. Investigators removed the keypad cover and contamination was found under the contrast and down button contacts. The battery compartment is cracked near the case sea. The returned battery cap was able to fully tighten to the pump and was used to complete all testing.